Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and rash ("breakouts"). The patient was treated with surgery (had essure removed). Essure was removed. At the time of the report, the allergy to metals outcome was unknown and the rash was resolving. The reporter considered allergy to metals and rash to be related to essure. Concerning the injuries in the case, the following ones were described in social media: rash , allergy to metals quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: quality-safety evaluation of ptc. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and rash ("breakouts"). The patient was treated with surgery (had essure removed). Essure was removed. At the time of the report, the allergy to metals outcome was unknown and the rash was resolving. The reporter considered allergy to metals and rash to be related to essure. Concerning the injuries in the case, the following ones were described in social media: rash , allergy to metals. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.